Event description:
On (B)(6) 2021, a perceval plus valve was intended to be implanted. The surgeon assisting in the implant reported that during the valve collapsing, the inferior crown of the valve, the crown where there are black sutures, was not evenly folded, and a piece of the valve was protruding from the cap of the mold. Once implanted and ballooned (at 6 atm), the appearance of one of the leaflets was deemed not satisfactory; as reported, it did not coaapt well with the other two. It was therefore decided to remove the valve and put another perceval of the same size, with excellent results. The patient is reportedly not affected by the event.

Manufacturer narrative:
Fields updated: b4, b5 (corrected), g3, g6, h1, h2 (no new information received, updating the manufacturer's narrative and coding), h6. Since the serial number was not provided and the device was not returned for investigation (after >90 days), no further investigation was possible at this time. Based on the information available, it is not possible to draw a definitive conclusion on the reported event. Given that the valve was not tested at the echo (the patient was never weaned from bypass), it is not possible to definitively confirm whether a coaptation issue occurred. Ultimately, since the valve was not returned for investigation and no revision of the manufacturing records was possible (sn unknown), the root cause of the event remains unknown at this time. As no further investigation is possible, the manufacturer will proceed with the closure of the investigation at this time. Should the device be received in the future, the investigations will be reopened and an update will be provided to this reporting activity.

Event description:
On (B)(6) 2021, a perceval plus valve was intended to be implanted. The surgeon assisting in the implant reported that during the valve collapsing, the inferior crown of the valve, the crown where there are black sutures, was not evenly folded, and a piece of the valve was protruding from the cap of the mold. The valve was attempted to be implanted even if not correctly collapsed and, once implanted and ballooned (at 6 atm), the appearance of one of the leaflets was deemed not satisfactory; as reported, it did not coapt well with the other two. Since the surgeon was not satisfied with the deployment of the valve, it was therefore decided to remove the valve and put another perceval of the same size, with excellent results. The patient is reportedly not affected by the event. The valve was explanted prior to wean the patient from the bypass. The delay added to the procedure was 20min and the patient remained stable.

Event description:
On (B)(6) 2021, a perceval plus valve was intended to be implanted. The surgeon assisting in the implant reported that during the valve collapsing, the inferior crown of the valve, the crown where there are black sutures, was not evenly folded, and a piece of the valve was protruding from the cap of the mold. Once implanted and ballooned (at 6 atm), the appearance of one of the leaflets was deemed not satisfactory; as reported, it did not coaapt well with the other two. It was therefore decided to remove the valve and put another perceval of the same size, with excellent results. The hospital is unsure if a defective base was used when collapsing the valve. A piece of the valve was protruding from the cap of the mold. The physician reported that the inflow part of the valve wasn't correctly folded. The added cross clamp time is around 20 minutes. The patient is reportedly not affected by the event.

Manufacturer narrative:
The device has not be returned and the serial number is not available, therefore no further investigation can be performed. Based on the additional information received, the root cause can not be determined. According to the perceval IFU ''warning: check that the struts are evenly collapsed and their elements are not overlapped.'' It was reported that the inflow part of the valve wasn't correctly collapsed, also the hospital was unsure if a defective base was used. The incorrect collapsing of the valve could lead to incomplete coaptation of the valve. Should the manufacturer receive further information in the future, a follow up report will be submitted.